Event description:
The customer reported that they observed an error 4 message and the low battery icon displayed on their freestyle flash blood glucose monitor. The meter is exhibiting signs of the memory overwrite malfunction. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
This is an initial report. The customer's meter has been requested for investigation. A follow-up report will be submitted if the meter is received. Customers and retailers have been informed.